Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer stated that they performed preventive maintenance and ran two patient samples which were low prior to the preventive maintenance and elevated after the preventive maintenance was performed. The customer also stated that their quality controls (qc) were within acceptable range. Upon the ccc specialist's recommendations, the customer installed a new reagent lot and performed calibration. The patient samples were repeated and the results were acceptable. The customer also ran fresh chemistry wash and the results were acceptable. A siemens headquarters support center (hsc) specialist reviewed the data provided by the customer. The hsc specialist did not find any product issue. The hsc specialist stated that the change in ltni values was not detected by the customer's qc because their low level qc concentration was above the reference interval and their acceptable qc range was larger than the variance obtained on patient samples. The customer's qc range was insensitive to their clinical acceptance range. The customer obtained acceptable qc and patient results after they installed a new reagent lot and performed calibration. The cause of the discordant ltni results being reported was due to qc concentration of the low level control being above the customer's reference interval. The cause of qc being out of range after the preventive maintenance was performed is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ltni) results were obtained on two patient samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s), who questioned them. Both patients were admitted to the hospital due to the discordant results. Patient 1 underwent a computerized axial tomography scan procedure. A new sample draw was obtained from both the patients. The customer repeated the original and redrawn samples for both patients on the same instrument, resulting lower. The corrected results were reported to the physician(s). The patients were discharged after the corrected results were obtained by the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated ltni results.

Manufacturer narrative:
The initial MDR 2517506-2017-00257 was filed on 13-mar-2017. Corrected information (21-mar-2018): section has been updated with the correct legal manufacturing address.